Manufacturer narrative:
Product ID 309510 lot# serial# (B)(4) implanted: 2003 (B)(6), explanted: 2013 (B)(6), product type extension product ID 3093 lot# j0343913v, implanted: 2003 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins, model 3023, serial no (B)(4), found no significant anomaly, functionally okay, and insignificant anomalies. Analysis of the extension, model 309510, serial no. (B)(4), found no anomalies. Analysis of the lead, model 3093, found the lead body conductor broken (overstress/damage). All conductors broke 10.1 cm from the distal end, suspected that the conductors broke 9 cm from the distal end at a pinch in the lead. Conductors appeared twisted and all conductors broke 1.7 cm from the proximal end.

Event description:
It was reported that an x-ray showed a complete lead fracture near the extension, so an explant was scheduled. During the explant, the physician noticed the wire within the lead was also fractured while still inside the sheathing further down the lead. It was believed that this fracture occurred before the explant was initiated. It was noted that the lead, extension and device were all explanted. There were no patient symptoms/injuries reported with respect to this event and the patient status was reported as no injury/no adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.